Event description:
It was reported that the pt expired. A morphine pump was implanted; procedure was "uneventful". Pt was observed to be sleeping; no sign of respiratory depression. Approx 20 minutes later was unresponsive and apneic. She was intubated and responded to epinephrine and atropine. Narcan was administered, but she remained unresponsive. The pt remained unresponsive and a "do not resuscitate" determination was made. Autopsy findings included the following: 1) severe coronary artery diesease (consistent with acute myocardial infarction; b) bronchopneumonia; 3) concentric left ventricular hypertrophy; 4) congetive heart failure; 4) left pleural fibrous adhesions; 5) intact morphine infusion pump; 6) atherosclerosis, abdominal aorta, grade 7 of 10.